Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during pre-op for a procedure, the extensions had been cracked. The tip of the poly driver shaft was broken and unable to engage into the screw. Also, the threaded post of the x25 driver is not staying and continues to slide off. There were no patient consequences. The procedure outcome is unknown. Concomitant device reported. Unknown screws (part # unknown, lot # unknown, qty unknown). This complaint involves five (5) devices. This report is for (1) viper2 final tightener driver. This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: device interaction/ functional. Visual inspection: the viper2 final tightener driver (part #: 286745550, lot #: s02033882) was received at us cq. Visual inspection of the complaint device showed that the hex drive tip was stripped. Surface scratches were also observed. Functional test: a functional assessment was not performed due to the post manufacturing damage of the device. The complaint is unable to perform with the returned device. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: the complaint condition could be confirmed during the investigation as the complaint device has its hex drive tip stripped. This condition could eventually impact the assembly functionality with mating devices. Surface scratches were also observed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number so2033882 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 22 feb 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.